Event description:
Purchased a nuface product that promised to help with contouring face double chin.. With thyroid cancer history I was hyped on the product but have not been able to use it due to the intolerable pain it's caused sending hurtful shocks. Causing burning sensation redness and rashes on face.. I've tried numbing creams and have had no luck as well as gels.. I have similar products and they do not cause any pain.